Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown, unknown, unknown stem, unknown, unknown, unknown cup, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01720.

Event description:
It was reported that the patient has been indicated for dislocation and instability. The revision surgery has not yet been scheduled. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated reported event was confirmed by review of x-rays provided. Slight asymmetric positioning of the femoral head within the acetabular cup and radiolucency along the bone cement interface of the proximal femur is noted.acetabular liner fracture was noted on few images. Device history record (DHR) and complaint history review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.